Event description:
It was reported to philips that the system could not emit x-ray. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a vascular diagnostic procedure, and the procedure was completed after moving the patient to another room with a delay of 10 minutes. The philips field service engineer (fse) inspected the system onsite and confirmed that the system could not emit x-rays. During onsite troubleshooting, the fse accessed the logging application and found an error from the generator device: xsc ¿ tube current out of range. To resolve the issue, the fse performed tube conditioning, tube adaptation, and performed a tube adjustment. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.